Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 21mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed positioned and deployed in the laa of the patient. The device was a little proximal, but not enough for the physician to decide to perform a total recapture. The other release criteria was checked. The anchor test passed 3 times, compression was around 20% and the seal was complete with no leaks. The device was released in the laa. 5-6 minutes after the device had been released it was noted that the device had embolized and floated into the left atrium. Another 3-5 minutes after this the device had traveled to the left ventricle and went directly to the aorta. The device was positioned at the thorax level. The physician retrieved the device through an arterial entry, surgery was not needed. The device was removed through a 20f catheter. The procedure was ended after this event. The patient is currently stable and doing well.